Event description:
Richard wolf medical instruments corporation (rwmic) was notified by user facility that the device in question would not open or closed normally during procedure. No back up was available for use, procedure was cancelled and had to be rescheduled. The scheduled procedure was the removal of an iud device from patient. Patient was under general anesthesia, no injury to patient or staff reported. Device received at rwmic on 02/18/2016, to be sent to manufacturer on 02/24/2016. Rwmic considers this report closed. In an event any new information is received, rwmic will forwarded it on to manufacturer.